Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. There was no reported impact to customer's blood glucose level. Tandem technical support educated the customer on not overfilling the cartridge.